Event description:
During service of product unit was found to not cycle with all "leds" on and constant single tone alarm due to integrated circuits u28, u9, and u24 on the logic board being out of specification. Replaced u28, u9, and u24. During service of this product a motor stall with a low pressure alarm was found (09/21/1998), due to integrated circuit u10 on the logic board being out of specification. Replaced u10.